Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box and download history revealed two records of call service alarm (012) in the alarm history. Battery cap and cartridge cap was not returned with the pump. Test caps were used to complete the investigation. On investigation, the pump powered on normally and performed the ez-prime steps without any alarms occurring. The pump was exercised for 24 hours without error, alarm or warning. The pump case was removed for further investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged call service alarm issue and the pump was found to be operating within the required specifications without malfunction. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.